Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (" menorrhagia (heavy menstrual bleeding)") and endometriosis ("endometriosis") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia, neoplasm and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and neoplasm to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), tumors and endometriosis. Unspecified information mentioned in source documents as "date of removal: (B)(6)"; however, no evidence if the number resembles lot number. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- case is updated to incident. Event injury was removed. New events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), tumors and endometriosis were added. Implant date was updated. Product indication was updated. Lab data was patient¿s date of birth was added. Reporter¿s information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.